Manufacturer narrative:
The device was requested for eval but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device eval. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination.

Event description:
It was reported that during a post-op office visit, the pt complained of having an allergic reaction to the compression strap. After a rotator cuff repair, the surgeon dressed the incision site and then applied the ice pack and strap. During the office visit, it was discovered that the skin area where the strap holds the dressing in place became red, inflamed and itchy. The strap was removed and re-applied over the patient's clothing. The reaction cleared and the pt is doing well. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.